Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was miscalculating a bolus as the customer initially entered 48 grams of carbohydrates and the pump calculated 0.68 units of insulin to be delivered. Customer re-entered the desired amount for carbohydrates and the pump correctly calculated 6 units of insulin the be delivered. Customer's blood glucose level was 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.